Event description:
Healthcare professional reported rupture diagnosed via ultrasound. This record is for the right side. The device was explanted and replaced with another manufacturer's device..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, mrn 9617229-2025-10853, is a duplicate of mrn 9617229-2025-10927. Please see mrn 9617229-2025-10927 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound. This record is for the right side. The device was explanted and replaced.